Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is implant loosening due to ilium fracture. Three ifuse implants: 7060m-100, 7050-100 and 7045m-100. The lot numbers are not known.

Event description:
The patient had si joint arthrodesis around (B)(6) 2019 where three implants were placed. The patient had pain relief for 10 weeks following the initial procedure but later reported radicular pain complaints. The surgeon determined that there was implant loosening due to an ilium fracture around the implants. The reason for the fracture was not determined nor did the surgeon indicate that the implants were malpositioned. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all three implants and replaced them with identical implants in new positions. The status of the patient following the revision procedure is not known. The medical assessment determined that this was not a serious injury and no intervention was required to treat the fracture.